Event description:
It was reported that the touchscreen of the pump was not responsive, with the screen frozen and preventing customer interaction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump, restoring touchscreen functionality.